Manufacturer narrative:
H3: analysis of the implantable neurostimulator and leads has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The removed devices were returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the ins found insignificant anomalies and the ins was functionally okay. Analysis of the leads found the conductors were broken at the anchor site and the braid wire was cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6)2018, explanted: (B)(6)2020, product type: lead; product ID: 977a275, serial#:(B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID :97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient¿s device never worked and he hadn¿t gotten any relief, so the device was to be explanted. The rep reported that in pre-operative, the device was interrogated and a connectivity check showed that all connections were out. An impedance check revealed that all impedances were greater than 40,000 ohms. The physician was made aware and stated ¿when we get to the or, lets connect the new ipg (ins) and see if that solved the issue. If it does not, then I will replace the leads as well as the ipg.¿ the rep reported that in the or, the new ins was connected to the leads and a connectivity check showed all connections were out and all impedances were 40,000 ohms. The leads were then replaced as well as the ins. Upon connecting the new ins to the new leads, the connectivity was good and all of the impedances were within normal range and ¿good.¿ the issue was resolved. No further complications were reported.